Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an active code while administering IV fluids, the tubing ballooned and blocked fluid flow during treatment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing balloon was confirmed. A balloon was observed at the top of the silicone pump segment tubing. The ballooned area measured approximately 0.766 in. Long and 0.47 in. Wide. Functional testing was performed; no ballooning, leaks or alarms were observed during testing. The root cause could not be determined.